Event description:
This is a case report received on january 22, 2010 by baxter (B) (4) from a pharmacist of (B) (4)e. Reportedly, on (B) (6) 2010, a female patient had the bladder chamber on two baxter intermate devices rupture. According to the reporter, the patient was receiving an infusion of amyklin when the bladder ruptured during the infusion. The reporter stated that the second episode of bladder rupture occurred while the patient slept. The patient observed the rupture when she woke up and found that her implantable chamber was occluded. The patient had to be hospitalized in order to lyse the clot. The clot has been dissolved and it was not necessary to change the patient chamber. Additional information received on february 10, 2010 indicates that the event occurred during the night between the (B) (6) and (B) (6) of (B) (6). The bladder burst at the end of the infusion and there was no more liquid in the devices. The devices were installed by a nurse at the patient's home. A sample is available for evaluation and will be sent to baxter.

Manufacturer narrative:
A copy of the operative report for (B) (6) 2009, was also provided through followup with the health care provider.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. A copy of the operative report for 2009 was also received; however, the reported event occurred two months prior to this surgery. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of 28.9 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to regurgitation and insufficiency.